Event description:
Customer reported there were two cracks on the insulin pump and the battery wasn't lasting long. Customer stated the device had alarmed a low battery and is still lasting a long time. Customer's blood glucose was unknown. Customer stated there were three cracks in the corner of the device. Customer stated the damage occurred during wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Cracked case near lcd window corners, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.